Event description:
While on dialysis pt became short of breath and cyanotic. 911 called pt intubated during transfer. Arrived in ER. Blood drawn for analysis all samples found to be hemolyzed. Attending physician states cause of death cardiac.